Event description:
It was reported that the lead had perforated the apex and the pleura of the lungs, which caused pericardial effusion and hemothorax. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and found to be within specification.